Event description:
The customer alleged that the unit was leaking cidex plus. There were no reports of injuries related to the leak. The asp field service engineer (fse) went to the facility to assess the unit.

Manufacturer narrative:
Actual component evaluated at customer site. The fse found that the reservoir tank leaked around the heater. The fse replaced the tank and checked for leaks. The fse returned aer to normal operation.